Event description:
As reported to medtronic; hosp nursing staff responded to a cardiac arrest and therapy electrodes were attached to the pt. When an attempt was made to charge the device to deliver a shock to the pt, the device indicated unable to charge and use of the device was inhibited. The device operator verified the quik-combo defibrillation adapter was locked to the device and that the therapy cable was secure. A back up device was obtained and used to continue care to the pt. The pt was not resuscitated. The reporter stated a hosp physician had determined the pt's outcome was a result of the pt's medical condition.

Manufacturer narrative:
Medtronic evaluated the device and observed proper operation during functional and performance testing. The device was returned to the customer.